Manufacturer narrative:
The universal surgical manipulator (usm) has been evaluated by the failure analysis (fa) team. Fa was able to confirm the issue via system logs and reproduce the issue during in-house testing. The unit was tested on an in-house system in normal mode triggering error 31226. During visual inspection, no issues were found related to reported problem. During patient side cart fixture test platform (pftp) testing, the unit failed fiber test due to the clock spring fiber low descending values. After installing a golden clock spring fiber, the unit passed fiber retest. Once testing was completed, the original clock spring fiber was tested and verified to be the source of the fault. As a result of these findings fa was able to conclude that the clock spring fiber was found to be the root cause.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the operating room (or) staff stated they were having errors on universal surgical manipulator (usm) 2. The intuitive surgical, inc. (Isi) technical support engineer (tse) tried to view system logs, but the system was not connected to isi system logs during the call. At this time, it is unknown if the customer continued the procedure in its original configuration. The procedure was completed with no report of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the issue and replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi has received the usm involved with this complaint; however, failure analysis has not completed their investigation.